Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed visual inspection on the samples. The customer performed quality controls (qc) multiple times, which were within range. The customer performed calibrations and recalibrations, which passed. The customer did not report any issues with resuspend or clumping. The customer reviewed error log and observed multiple errors on reagent probes 1 and 2, also noticed volume check errors. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated free thyroxine (ft4) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 results.

Manufacturer narrative:
The initial MDR 2432235-2016-00705 was filed on november 18th, 2016. Supplemental MDR 2432235-2016-00705_s1 was filed on february 24th, 2017. Corrected information (04/19/2017): supplemental MDR 2432235-2016-00705_s1 incorrectly noted the "date received by manufacturer" as 02/17/2017. The date on which service was performed was 10/25/2016, during which, the siemens customer service engineer (cse) secured a loose reagent probe 1. Calibrations and quality controls were run, resulting within range. On 10/26/2016, the cse carried out a total service call, and all checks passed. Calibrations and quality controls were run, resulting within range.

Manufacturer narrative:
The initial MDR 2432235-2016-00705 was filed on november 18, 2016. Additional information (02/17/2017): a siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist discovered that a customer service engineer had identified a loose reagent probe during a total service call. A loose reagent probe can cause poor reagent dispense, which results in higher values. No testing was performed to determine if the reagent probe was the cause of this event. The cause of the discordant, falsely elevated ft4 result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.